Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed that the coiling on distal end was severely elongated and unraveled. The guidewire was severely scraped on several sections. A fracture was located 254cm from the proximal section. Both fractured sections of the guide wire remained joined by one section from the corewire to the ballweld. The device appears to have been in contact with a sharp or metal object. The outside diameter of the device was measured and found to be within specification. Sem analysis revealed that the fracture site exhibited evidence of compression and tension indicative of a bending movement. The fracture surface exhibited elongated dimple ruptures and smeared material in a torsional direction. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
Reportable based on additional information received on (B)(4), 2011. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure the distal tip of the guide wire kinked.the lesion was located in the main coronary artery. As the physician attempted to cross the lesion with the amplatz super stiff guide wire, the distal tip of the super stiff guide wire became bent. The super stiff guide wire was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.returned device analysis revealed that the core wire was fractured.